Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling when attempting to bolus. Customer also reported the keypad became unresponsive shortly after. Customer's blood glucose was 133 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned. But not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.